Event description:
The reporter stated that the screw head broke off while being inserted during a surgical procedure. The shaft of the screw could not be removed. A drill was used to smooth off the broken area. Integra has requested add'l clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.